Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with tethered, thin, and friable leaflets. One clip was successfully implanted, and the procedure was concluded with a resulting mr of grade 1. Later that day, a transthoracic echocardiogram (tte) was performed and it was observed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4 and leaflet damage. Iatrogenic atrial septal defect was also present. There was no device issue or malfunction with the sgc during use. On (B)(6) 2023, the patient underwent surgical intervention for mitral valve replacement and to repair the atrial septal defect.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip mentioned in b5 was filed under a separate medwatch report number

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional (B)(6) device referenced in b5 is filed under separate medwatch report number.

Event description:
N/a.